Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a recent fall with impact to the ipg. Soon after the incident, stimulation would power on and off without prompting. Reportedly, the patient is electing a non-rechargeable device. As a result, surgical intervention may be undertaken as the next course of action. Concomitant medical devices and therapy dates: unknown at this time. Date of birth: unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted and replaced with 2 drg leads for bilateral foot coverage. Postoperatively, stimulation was successfully restored and coverage to the patient's satisfaction. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.